Manufacturer narrative:
Continuation of d10: product ID: a610, lot# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the adaptive deep brain stimulation (adbs) changed to passive sensing. The reason was unknown. This was first noticed when there was a discrepancy with the negative electrode diagram which appeared in the session report. Concerning the left subthalamic nucleus (stn) in group c, it should have been set to adaptive mode in the previous session, but it remained in passive mode. In the case where sensing and adaptive were performed separately on both sides, the sensing of the right stn was changed to the left stn and set to adaptive. However, the left stn automatically changed to passive, and adaptive was no longer displayed. When past stimulation was recalled and copied, the same situation occurred again. Ultimately, adaptive was restored by setting adaptive on the left stn once more. At that time, since the previous sensing and threshold settings remained, the process was completed with verification only. The rep stated that this has been a reoccurring issue. When engineering analyzed the session report data, there was evidence that the patient switched to group c and had set the adbs back and forth between off and on a few times, ending with adbs bei ng switched off.